Event description:
It was further reported that the patient presented at the emergency department with report of shock. Follow-up with the patient's clinic indicated the shock from the patient's implantable cardioverter defibrillator (ICD) was considered inappropriate as it was due to atrial fibrillation (af) with rapid ventricular response (rvr). There was also p-wave undersensing with the right atrial (ra) lead which has been seen previously. The patient has been non-compliant for appointments to review reprogramming the atrial sensitivity. Patient's clinic indicated the patient is on dialysis which makes scheduling difficult. The ra lead remains in use and no changes were made. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.